Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded at 42 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the low blood glucose level and was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood.